Event description:
Customer reported his insulin pump was alarming iop test failure. The customer stated the alarm did not occur during the rewind/prime sequence. The customer stated the temp basal was not programmed before the alarm occurred. The customer was advised to replace his insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.